Event description:
It was reported the patient's stimulation randomly turns off without prompting. The patient reports being in a car accident and experiencing many falls. The physician may take surgical intervention to address the issue.

Manufacturer narrative:
This ipg serial number was included in a field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.